Event description:
"It was reported that on (B)(6) 2010: the patient underwent fusion surgery. The implants used included an infuse bone graft and two lt cages. The patient was reportedly doing well post-op with mild back pain."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: (B)(6).